Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced insufficient stimulation with the scs system. Patient underwent a successful trial with a drg system on (B)(6) 2025 and a surgical procedure on (B)(6) 2025 wherein a new drg system was implanted to obtain additional coverage. Effective therapy was restored post-operation.